Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "tavi procedure, the manta didn't click". Additional information: the patient was reported as fine with no harm or consequence post the procedure. A second manta was used successfully.

Manufacturer narrative:
(B)(4). One unit of manta and sheath were returned to teleflex for evaluation. Blood particulates were noted on the units. Minor displacement of the button valve was noted. Lever of the manta was not engaged. The unit was functionally tested for advancement. High resistance was observed. The device lot history record review for lot number mn2201483 manta 18f ce indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. The occurrence rate for similar events regarding manta- difficulty advancing delivery system tube is (B)(4). We will continue to monitor the rate for all ders related to capa00319 and only initiate a new nce if the occurrence rate exceeds (B)(4) as specified in capa00319. Based on the information submitted, following a tavi procedure, an 18f ce manta was planned for closure in the common femoral artery. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered resistance attempting to ad vance the bypass tube into the sheath; and was unable to click and connect the manta closure handle into the sheath hub. The first 18f ce manta device and sheath were removed and a second 18f ce manta device and sheath were loaded onto the guidewire, and successfully deployed, achieving hemostasis. The patient did not experience any harm, injury, or consequence due to this event. The IFU indicates: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. The occurrence rate for similar events regarding manta- difficulty advancing delivery system tube is (B)(4). The der process will continue to monitor the rate for all ders related to capa00319 and only initiate a new nce if the occurrence rate exceeds (B)(4) as specified in capa00319.

Event description:
It was reported that: "tavi procedure, the manta didn't click". Additional information: the patient was reported as fine with no harm or consequence post the procedure. A second manta was used successfully.